Event description:
The biomedical engineer (bme) reported that they were unable to hear the alarm sounds from the central nurse's station (cns). The customer stated that the monitor screen stopped emitting sound. They replaced it with another screen and the issue was resolved. No patient harm reported.

Manufacturer narrative:
Details of the complaint on: (B)(6) 2019, customer at (B)(6) hospital reported the cns (mu-971ra sn: (B)(6)) had no sound. The unit was not providing audible sounds for alarms. The unit was confirmed to be showing alarms. The customer did not have an alarm indicator light. Service requested/performed: nka technical support (ts) worked with the customer to troubleshoot the issue. Customer was advised to switch the audio cable with a known working one, or to obtain an alarm indicator light, which will have an external speaker. Nka ts advised the customer that the unit was no longer under warranty, and nka does not repair cns monitors. Customer decided to replace the system and requested to close the ticket. Investigation conclusion: based on the information available, and as the unit was not returned for nka evaluation, the root cause could not be determined. No pattern of mu-971ra sound issue is found for the unit or at the customer facility. The overall risk, as determined from the product of probability (rare) and severity (insignificant), is determined to be low. D11 & c2: concomitant medical device information contains no information (ni), as attempts to obtain information were made, but not provided. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type?. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that they were unable to hear the alarm sounds from the central nurse's station (cns). The customer stated that the monitor screen stopped emitting sound. They replaced it with another screen and the issue was resolved. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that they were unable to hear the alarm sounds from the central nurse's station (cns). The customer stated that the monitor screen stopped emitting sound. They replaced it with another screen and the issue was resolved. No patient harm reported.